Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate report.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The nav6 embolic protection system (eps) was placed in the distal sfa. Atherectomy was performed in the proximal sfa and then a 5.0x200mm armada 18 balloon dilatation catheter (bdc) was used for dilatation. The physician noticed a ¿pop¿ and resistance when taking the bdc off of the barewire. The core appeared to still be intact however the tip appeared on fluoroscopy to be stripped and sitting proximal to the intact filter. The core snapped on attempted retrieval and pieces of the remaining wire in the patient were successfully retrieved by a gooseneck snare. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The nav6 embolic protection system (eps) was placed in the distal sfa. Atherectomy was performed in the proximal sfa and then a 5.0 x 200 mm armada 18 balloon dilatation catheter (bdc) was used for dilatation. The physician noticed a "pop" and resistance when taking the bdc off of the barewire. The core appeared to still be intact however the tip appeared on fluoroscopy to be stripped and sitting proximal to the intact filter. The core snapped on attempted retrieval and pieces of the remaining wire in the patient were successfully retrieved by a gooseneck snare. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing was unable to be confirmed as it was related to procedural circumstances. The reported material separation and stretched coils were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. In this case, it is likely that the armada 18 balloon dilatation catheter (bdc) became entrapped with the proximal neck of the emboshield filter and during removal of the bdc, resistance was encountered and with continued force, the barewire tip coils stretched, and the core separated. The additional damage to the filter and barewire tip coils likely occurred during removal of the separated portions using a gooseneck snare. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.